Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test then the display went blank. Blood glucose level at the time of the incident was 140 mg/dl. Customer reported that she was not using the recommended battery type, but would purchase some. The customer was advised that she would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.